Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. B5 was updated for clarity, following administrative review. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and paravalvular leak were confirmed by the physician. The reported event does not allege a malfunction that may be related to an edwards (ew) manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 6 years 7 months following a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, during a routine check paravalvular leakage (pvl) was discovered (no degree provided); however, the gradient was normal at '5'. The valve was reportedly failing with stenosis and pvl; symptoms unknown. The patient's physician recommended the valve be replaced; however, the initial implanter was not convinced it needed to be done this soon, given his normal ejection fraction, low gradient and no complaints of symptoms. The initial annulus was large at 700 and a proctor review was received suggesting 29 resilia +2, which was executed during the procedure and there was no leak post-operatively. The implanter did not have any complaints about the valve post-tavr. Per follow-up communication, the initial implanter stated pvl was moderate to severe and there was moderate central regurgitation. The gradient provided was 9mmhg with a velocity of 3.71 m/s and an aortic valve area of 2.1.

Event description:
As reported by the field clinical specialist, approximately 6 years 7 months following a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, during a routine check pvl was found, gradient was still 5. This was for a sedentary patient, so it was unclear whether he had symptoms. The cardiologist recommended the valve be replaced. The implanting cardiologist was not convinced it needed to be done this soon given his normal ejection fraction, low gradient and no complaints of symptoms. The initial annulus was large at 700 mm2 and a proctor review was received suggesting 29 resilia +2, which was executed during the procedure and there was no leak post-operatively. The physician did not have any complaints about the valve.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the adverse event. Despite requests for additional information, none has yet been received; therefore, the cause remains unknown for pvl and svd, however, it may be related to the factors/mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, due to additional information received. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 6 years 7 months following a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, during a routine check paravalvular leakage (pvl) was found, gradient was still 5. The valve was reportedly failing with stenosis and pvl. This was for a sedentary patient, so it was unclear whether he had symptoms. The cardiologist recommended the valve be replaced. The implanting cardiologist was not convinced it needed to be done this soon given his normal ef, low gradient and no complaints of symptoms. The initial annulus was large at 700 and a proctor review was received suggesting 29 resilia +2, which was executed during the procedure and there was no leak post-operatively. The physician did not have any complaints about the valve. Per follow-up communication, the physician stated pvl was moderate to severe and there was moderate central regurgitation. The gradient provided was 9mmhg with a velocity of 3.71 m/s and an aortic valve area of 2.1.